Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that insulin on board was not showing up when ezbg or ezcarb bolus was given from the meter remote. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/12/2013 - device evaluation:the pump has been returned and evaluated by product analysis 12/04/2013 with the following findings:the meter remote was not returned with the pump. The returned pump was paired with a test meter remote to complete investigation. A 10 unit audio bolus and 10 unit normal bolus was performed from the pump and the insulin on board (iob) was correctly reflected on the pumps iob status screen. An ezcarb and ezbg bolus was performed from the test meter remote and the iob from the pump boluses were correctly recorded on the test meter remote. Unrelated to the complaint, evaluation revealed that the force sensor resistance was out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.